Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error e224 occurred, due to connection failure of the cable. The field service engineer (fse), visited the customer site. And found that the operational technology (ot) engineer, did not connect the video connector properly to the video system center and it was loose. Fse properly connected the video connector with the system and demonstrated it to the technician. The phenomenon improved after connecting the video connector properly to the system. The reported phenomenon might be prevented, by following the descriptions below: turn off all system components before connecting them. Otherwise, equipment damage or malfunction may result. A) if connected, while the power is turned on, this product or peripheral device may be damaged or malfunction. B) use appropriate cables only. Otherwise, equipment damage or malfunction may result. C) properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction may result. D) the cables should not be sharply bent, pulled, twisted or crushed. Cable damage may result. E) never apply excessive force to connectors. This could damage the connectors. F) the cables should be connected before connecting the power cord. Otherwise, equipment damage or malfunction may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had an e224 error code. The issue was observed during a therapeutic (lap. Chole) procedure. The device was inspected before use and no abnormalities were found. The procedure was completed with no delay and with the same device. No patient harm was associated with this event.